Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 34 mg/dl. The customer stated that she experience a symptoms of shaky and eat a vanilla wafers. Customer was admitted to the hospital . The customer stated that the caused of the low blood glucose was stress. The customer also reported via phone that she lost her transmitter. Customer declined to do troubleshooting because she is going to see her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.